Event description:
The luer tip broke off while removing the pt's arterial connector at the end of a routine hemodialysis treatment. Rinseback was not performed resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The actual cartridge was not returned for eval. The exact cause of the broken arterial luer tip cannot be determined, however, it was most likely due to excessive force used while disconnecting from the pt's access to perform rinseback. Nxstage cartridge includes standard luer components widely used throughout dialysis industry. Nxstage medical considers this report closed. No add'l info will be provided.